Event description:
Patient was revised to address loosening of the femoral stem, poly wear and osteolysis.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred in the early 80's. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event without device examination. However although the liner was not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.